Event description:
Initially, I took at what I believed at the time to be random curative pcr test at a kiosk at (B)(6) on (B)(6) 2020 in prep for holiday travel. However, I was later informed I was exposed to two positive cases of covid while serving in church on (B)(6), but I also was wearing two face masks and a face shield. I received most likely a false positive test result though on (B)(6) 2020 from curative, while also receiving a negative rapid test result from a rapid administered on (B)(6) (received 30 mins prior to (B)(6) curative results notification). As part of the moderna vaccine trial, I was administered a separate lab pcr test on (B)(6) which came back on the (B)(6) as negative. I personally took another curative test on (B)(6) which came back negative as well two days later. With my primary healthcare provider, I took an antibody test on (B)(6) that came back negative as well. So, in retrospect I most likely received a false positive result from curative through their kiosk services (administered on (B)(6)). I never had any symptoms. Additionally, I found it troubling that my curative (B)(6) results took closer to over 50 hours while my other results receipt with them generally take less than 30 hrs. FDA safety report ID #: (B)(4).